Event description:
Three days after pump exchange for suspected thrombus, the patient suffered a cva. Computerized tomography (CT) scan revealed numerous brain clots. The family opted to withdraw life support and the patient expired.

Manufacturer narrative:
The device remains implanted in the patient (post mortem) and is not available for return to the manufacturer for analysis. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient (post mortem) and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed; neurological symptoms have multiple potential causes in the lvad patient population, including non-brain injury related (e.g. Vasovagal reactions, low cardiac output, glycemic abnormalities and coagulopathy). It is a known potential complication associated with all patients implanted with vads. Infarction or hemorrhage may be demonstrated either directly by imaging, laboratory, or pathologic examination. Three days after the implantation, the patient was not waking with the weaning of his sedation post-operatively. A computerized tomography (CT) scan done the next day revealed multiple infarcts in both cerebral hemispheres. A decision was made to withdraw pump support. The family opted to donate the patient's organs and life support measures ended on (B)(6) 2014. The cause of death was listed as ischemic cerebral vascular accident. An autopsy was not performed and the pump was not explanted. No additional information will be forthcoming. Device remains implanted (pos mortem).